Event description:
It was reported that during a ptca / stenting procedure, the express2 monorail 32 x 2.75 mm stent became lodge in the vessel when being advanced to the target lesion, and a portion of the stent delivery system broke. The pt was asymptomatic during this event. The lesion being treated was a calicified, 100% stenotic lesion in the left circumflex coronary artery. The physician used a 6f terumo introducer sheath for vascular access, a 6f medtronic ebu guide catheter and iq marker guide wire to cross the lesion. It was noted that resistance was met during insertion of the device. The express2 monorail stent system was being advanced through a sharp angle between the left main coronary artery and the left circumflex coronary artery when it became stuck. The pt attempted to withdraw the express2 monorail stent system forcefully when the hypotube broke near the guide wire entry site of the delivery system. The pt was rushed to the operating room where the broken portion of the stent delivery system was removed, and coronary artery and the left circumflex coronary artery when it became stuck. The physician attempted to withdraw the express2 monorail stent system forcefully when the hypotube broke near the guide wire entry site of the delivery system. The pt was rushed to the operating room where the broken portion of the stent delivery system was removed, and coronary artery bypass surgery was performed. The pt was discharged from the hosp eleven days after this event, and is reportedly doing 'fine'.